Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during a surgical procedure, the surgeon sustained a 1mm circular burn on the skin with a loss of skin while using the e-sep pencil. It was also reported that the gloves were removed and a sterile band aid was applied, ointment was not required. It was further reported that surgeon is absolutely fine no issue no lasting damage. It was also reported that there was a five minute delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the surgeon sustained a 1mm circular burn on the skin with a loss of skin while using the e-sep pencil. It was also reported that the gloves were removed and a sterile band aid was applied, ointment was not required. It was further reported that surgeon is absolutely fine no issue no lasting damage. It was also reported that there was a five minute delay as a result of this event and the procedure was completed successfully.